Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return

Event description:
Our rep is reporting to us that during an arthroscopic acl procedure, a portion the distal end of the biointrafix hex driver broke off in the screw as the surgeon finished seating the screw into the bone tunnel of a (B)(6) male with hard bone. The surgeon tried for about 15 minutes to retrieve the driver tip; however,he was unable to do so. The procedure was concluded successfully in a timely manner without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and visually evaluated. It is noted that the complaint device is in the complained about condition; a portion of the distal tip is missing. What remains of the working distal end of the device has signs of torsional or rotational stress; the metal is twisted and deformed at the break area, which is indicative of having had, for whatever reason, excessive mechanical force applied. No lot number has been supplied, which precludes conducting a bath history review. We are attributing the device¿s condition to technique, a user issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.